Manufacturer narrative:
(B)(4). On the event date (B)(6) 2021. Customer returned pump for an alleged motor error alarm. Pump passed the a21 error test, displacement test, seat, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No motor error alarm during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date, time and whether alarm occurred during basal & bolus due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Unable to verify motor error alarm due to corrupted history file. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Test reservoir lock properly inside the reservoir tube. Motor passed motor test. No motor error alarm. The following were noted during visual inspection: cracked reservoir tube lip. Unit passed required testing. Not confirmed motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.